Manufacturer narrative:
This device was returned to mmdg for evaluation. During the investigation mmdg was able to confirm that the set was leaking at the filter. The problem is manufacturing related and is being addressed through a scar issued to the manufacturer.

Event description:
The initial reporter stated that they had a set that had holes in the filter and leaked. The initial reporter also stated that the leak did not cause any delay in therapy or adverse effects. (B)(4)